Event description:
Customer discovered that while ventilator was cycling on a patient ventilator displayed an error code "po0". Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. The biomed was unable to duplicate the reported failure. The biomed replaced the 02 concentration potentiometer as a precautionary measure. The ventilator was functioning according to all manufacturers specifications. Ventilator was returned back to service. There were no patient injuries.